Event description:
It was reported that a front castor on the navigation system cart had broken off at the healthcare facility. No additional information was reported regarding this event.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.